Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy, bilateral salpingo oophorectomy. It was reported by the rep that during the use of a tsw35 instrument, when approximation and clamping of tissue was performed, the cutter stapler would either not work at all, or only a few staples were formed. A tr35w is also enclosed that did not form properly. Another tsw34 was opened and used to complete the case. Technique was discussed with the surgeon, and the surgeon seemed to be performing properly. There was no consequence to the pt.